Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One box of brand-new samples was received for evaluation. Visual and functional inspection was performed by the team including a pull test and no failures or issues were found. Furthermore, a pull test was performed per procedure; the results of the cannula-wing bond strength and the tube-wing bond strength were within specification and tolerance. The reported issue could not be confirmed. Based on the available information, a root cause could be determined at this time. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the safety was not secured enough to prevent it from engaging while redirecting in the patient¿s vein. (I.e. They were moving the needle to the left, the wings are on the safety so as they hold the wings to manipulate it, they lose half of my needle length). It has happened so often that they had to start holding it differently in order to keep it from happening. No patient injury was reported.

Manufacturer narrative:
The date in section g3 & nbsp; date received by manufacturer was corrected from 7-apr-2021 to 8-apr-2021.